Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that at an unknown time the ins site had become painful and tender. It was noted that around the beginning of (B)(6) 2018, the patient fell on the ins when it was tender but the ins was still working at that time. The patient's hcp believed the ins may have been next to their sacroiliac joint. The patient had stopped recharging the ins, and then on (B)(6) 2018, the ins would not work and didn't have a charge. The patient met with a rep on (B)(6) 2018 because the stimulation would not turn on. Overdischarge was confirmed by a rep, and a physician mode recharge was scheduled to occur on (B)(6) 2018. On (B)(6) 2018, additional information was received from a rep that the ins was being replaced on (B)(6) 2018 primarily due to the ins being painful and tender but also because the ins could not be pulled out of overdischarge. The rep was unable to interrogate the ins in pre-op due to the ins being in overdischarge. The ins was discarded by the customer despite requests to have it returned for analysis. No further complications were reported or anticipated.